Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021 for one week with blood glucose level 600 mg/dl. The customer did experience the symptoms such as confusion and headache. Customer was treated with insulin drip and fluids. The troubleshooting was performed. The insulin pump will not be returned for analysis.